Event description:
Customer stated she was performing a 10 pt comparison study after switching iron reagent lots and received discrepant results for one of the pt samples. Previous iron reagent lot gave 35 ug per dl, same sample repeated on new reagent lot gave 166 and 34 ug per dl. All other pt samples agreed without issue. The sample was serum. No discrepant results were reported. No pt was effected. Customer stated this had been ongoing for two years. No info was provided within this complaint regarding prior occurrences. The field service rep did not find the cause of the discrepancy. He performed abs photometer and fluid pipetting checks to verify all results were within spec.